Manufacturer narrative:
This rv lead was surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead appeared to be fractured on x-ray image. All measurements were observed to be within range. The decision was made to replace this rv lead due to this patient is dependent on therapy. The associated pg was also replaced. No allegation against the pg. There were no adverse patient effects reported.